Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/15/2019.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mhr579-8610h and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hip replacement surgery on an unknown date and suture was used. The suture broke when sewing for the third stitch during the procedure. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.